Event description:
It was reported that tandem mobi pump generated cartridge alarm and subsequent occlusion alarm during attempted 9-unit bolus, and issue was not related to external magnet exposure or cartridge loading process. There was no adverse impact to the customer's blood glucose level. Customer planned to use backup insulin pump for insulin delivery, and technical support arranged replacement pump and original cartridge, confirmed shipping details, instructed customer to place problematic pump in storage mode and return it within 10 days, and advised customer to reenter pump settings and reconnect continuous glucose monitor to replacement pump.